Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) was at the customer site and did a cleaning and maintenance of the fluidics pathway of the instrument. He then proceeded to run controls which had passing results. This event was identified during a retrospective review of service requests. Although it was could not be confirmed if the high platelet issue reported impacted patient results, beckman coulter, in an abundance of caution submitted a report for the event. (B)(4).

Event description:
Customer reported having high platelets on their coulter lh 750 hematology analyzer. The customer did not specify if the high platelets occurred during controls or patient results. There was no report of change or effect to patient treatment as a result of this event.